Manufacturer narrative:
Low battery alarm and power error detected alarm confirmed in the long trace. Detail trace analysis confirmed the pump alarmed low battery and then alarmed pump error detected alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had low battery life. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.